Event description:
It was reported that the patient presented remotely via merlin net. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise was confirmed with isometrics. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.